Event description:
The reporter indicated that the pt came back to the hospital on 4/11/97 for swelling around the implant site. Fluid was withdrawn (aspirated) from the site and was cultured. Fluid is now growing a microbacterium species. The fluid and the infection was identified as a non tuberculin mycobacterium, species non-specific. The device was explanted.

Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing and microbiology testing. No specific organism could be identified which may have caused the reported infection due to the time between explant and return of the device.